Manufacturer narrative:
Complaint was confirmed and duplicated. The device was placed on a charging pad and hung on bootloader screen, would not power on fully. For further investigation, the device was opened and the battery connector was found to not be seated properly. After the connector was seated correctly the device powered on completely. The battery connector was somewhat challenging to seat onto the mainboard, indicating a possible issue or damage to the connector. As a precaution, the battery will be replaced during refurbishment.

Event description:
It was reported that an ilet would not power on after more than 30 minutes on the wireless charger, despite a solid indicator light on the charging pad, correct device placement, and testing a different outlet; the pad successfully charged a phone, indicating the pad was functional. Symptoms included no alerts or alarms and an unresponsive sleep/wake button. Outcomes included the user reverting to backup diabetes therapy. Investigation included troubleshooting the power source and confirming charging pad function with a control device, as well as verifying correct device placement on the charger. Investigation of this case revealed a failure to wake or power on, consistent with a device not charging or not accepting charge, which aligns with a potential power management or sleep/wake control issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device analysis.